Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and passed all tests. Hardware parts were repalced. Codes 10, 4203 and 4307 are applicable. The sensor control unit (scu) was returned ans analyzed. The scu powered up on the test bench with no issues, however a check of the event log showed a long history of intermittent communication issues dating back to january 2015. It was confirmed that the scu had failed. Codes 10, 4203 and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: scu kit, 9735340r, spectra rwk rohs. The system has not been serviced at the time of filing this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the system will intermittently display a localizer not connected message or will not show a communication status for the camera at all. Sometimes when this message is shown, a reboot will re-establish communication with the camera and other times it will not. It was also noted that a couple times, when the spine application was exited to restart the system, the system would become unresponsive and would not get to the application menu. The system was hard shut down in these instances and when powered back on, displayed a "failure in sr manager unrecoverable error". The system would still proceed past this message to the application launch menu. The system had already had the computer, camera, internal camera cable and external camera cable replaced. There was no patient present at the time of the event.